Event description:
Customer reported no boot up on system. For second case of the day.

Manufacturer narrative:
Ge service representative arrived to find workstation not booting. Reseated all pcbs' in emi rack and system restored to full operational capacity.